Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation revealed open trace for the drive motor through continuity testing. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, while assembling the device upon inserting battery into the handle the handle symbol was illuminated in green and calibration was not started. The user tried several times, but nothing changed, another handle was used for the procedure.